Event description:
It was reported that, pt fell (on (B)(6) 2012) and trunion broke at the base of the femoral head, we do not know exactly when case was done and could not read any other's off of implants.

Manufacturer narrative:
An eval of the devices cannot be performed as the revised devices were retained by the hosp and were not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested, but not made available. The root cause could not be determined. Should additional info become available at a later time, the eval summary will be submitted in a supplemental report.